Event description:
It was reported that the user experienced hyperglycemia after performing a partial infusion set change and continuing without replacing all supplies; the user did not initially observe drops during tubing fill, later noted insulin around the needle, and subsequently completed a full infusion set and cartridge change with troubleshooting and education provided. Symptoms included fatigue associated with prolonged high blood glucose, with readings reported as above 400 mg/dl and later decreasing to 389 mg/dl. Outcomes included elevated glucose for several hours without use of backup therapy, ketone testing, medical intervention, or assistance. Investigation included remote troubleshooting focused on infusion set and cartridge replacement, verification of insulin delivery during tubing fill, and education on proper supply changes. Investigation of this case revealed that infusion set and/or cartridge handling during a partial change likely impeded insulin delivery until a complete set change was performed, consistent with use-related issues rather than a confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.